Manufacturer narrative:
Attempts are being made to obtain additional information and the sample. Upon completion of the investigation a supplemental report will be submitted. Date submitted: 10 september 2007.

Event description:
Twenty eight gauge l-cath inserted peripherally and not centrally. Tpn and chemotherapy delivered through the catheter. The infant developed osteomyelitis. Medical intervention needed for drainage and work on shoulder and ball joint.